Event description:
It was reported that the lead was oversensing and had a dislodgement. Possible lead fracture was noted. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) distal conductor fractured, distal and defib conductors found distorted, defib conductor was fractured (overstress), outer tubing overlay melted, and blood noted on helix mechanism; full lead in segments analyzed.